Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This lead was included in a field action. Based on the information received and without the return of the product, it could not be determined if this lead performed as described in the field action. Concomitant medical products: 4196-78 lead, implanted (B)(6) 2009, 5076-45 lead, implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular lead was fractured and had high pacing impedance. The lead was reprogrammed, and then capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.